Event description:
User stated that there was water pouring out of the side of the analyzer, from the overflow tubing and the top of the internal reservoir. The water was running onto the table and down the side of the analyzer cart, then onto the floor. They placed towels down contained the fluid and to keep it out of their walkway. No pt results were affected. No operators were harmed. The field service representative determined the internal reservoir float switch had failed and replaced it.